Event description:
It was reported that during a routine follow up, high threshold, a decrease in impedance and r-waves were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.